Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address elevated metal ion levels. Doi: 2008; dor: (B)(6) 2012; (hip). Update 7/30/12 - litigation papers received. The date of implantation (B)(6) 2007, was provided. There is no new information that would affect the investigation. Update 8/8/2012 - litigation papers received. It is alleged that the patient suffers from pain, metallosis, loosening, and lack of mobility. There is no new additional information that would affect the investigation. Update 11/2/2012 - litigation papers received. The full date of implantation was provided and verified through an invoice - (B)(6) 2008. The complaint and emdrs have been updated. There is no new additional information that would affect the investigation. Update 11/28/2012 - patient has been discovered to be bilateral and this was updated with the wrong info from the opposite side. Correct part/lot have been updated for the products as well as the emdrs. Doi: (B)(6) 2007. Update: 9/21/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Patient demographics added. Update 10/7/2013- pfs and medical records received. Revision operative notes indicated that there was no evidence of metallosis and "no evidence of loosening at all," as previously reported. Therefore, an unknown device will not be added. There is no new additional information that would affect the existing MDR decision. Medical records are attached for further review update ad (B)(6) 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf, sticker sheets and medical records. Ppf has no new allegation. After review of medical records for the MDR reportability, added relevant labs and medical history. Added the stem to impacted products to addressed the previously allegation of elevated metal ions. Doi: (B)(6) 2007; dor: (B)(6) 2012; (left hip).